Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was noted that the patient fell down on new years eve, (B)(6) 2015 because of no feeling in legs or arms, could not walk. This came on all of a sudden on those days. The patient was kept new year¿s eve for 7 days because of pneumonia. The head nurse did blood pressure and it was down and then went back up. They did not think anything happened to the implant when they fell but thought it might have cracked a bone or something. It was noted that their physician would not do a cat scan. If additional information is received, a follow-up report will be sent.